Event description:
The device was returned to the service center with a report from the customer contact that a leak occurred at the connection site where the secondary tubing set connected to the primary tubing set. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that there was a small hair-line crack observed on the option-lok male adapter of the secondary tubing set.

Manufacturer narrative:
During testing, one used secondary device and two used primary devices were received. Visual inspection of the secondary tubing set revealed nothing unusual while it was still connected to one of the primary tubing sets. The secondary tubing set and the primary tubing sets were gravity primed with sterile water and a leak was observed at the connection of the secondary set and the clave at the secondary port of the cassette of the primary tubing set. The secondary tubing set was disconnected from the primary tubing set and a small hair-line crack was observed on the male adapter of the option-lok which resulted in the set leaking. The secondary tubing set was observed under an optical compartor and confirmed white drag marks indicating the use of force. Hospira completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks, and general connections events. According to investigation findings, the reported issue is related to the design. A lot history review was performed to verify if there were other reports of this nature with the same batch. No additional complaint with the same nature was found. There was a total of one complaint (the one that is being addressed under the scope of this investigation) from the same nature out of (B)(4) manufactured units. This report represents all the information known by the reporter upon query by hospira personnel.